Manufacturer narrative:
Additional narrative: patient weight is unknown. Additional product code: hrx. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records was completed: mark two engineering manufactured the 12.0 mm reamer head for ria, part number 352.250, and lot number 7761939. The supplier¿s certificate of compliance indicates that the parts were made to and met all required specifications, including dimensional requirements for the diameters prior to slotting. The parts were inspected and conformed to incoming final inspection sheet. No non-conformance reports were generated for this lot during production. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drive shaft is released of the reamer 13.5 mm in distal silicone portion of drive shaft; the reamer was left in the patient's medullary canal. Later in surgery the reamer was removed to the medullary canal. The surgery was extended for thirty minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed ¿ the following devices were received: ria tube assembly (part # 314.746s / lot # 7816850) and reamer head (part # 352.250s / lot # 7761939). The devices were returned intact with evidence of use. The devices were inspected and are conforming to the specifications. One flange of the reamer head is bent out of specification, and could have led to the complaint condition. The damage appears to have been caused post-manufacturing, most likely during use or assembly. It is unknown what exactly caused the complaint condition. A visual inspection, functional test, complaint history review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. Drawings for the devices were reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Proper use for the device(s) are addressed in technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.